Event description:
While on bypass the membrane failed, and was unable to ventilate or oxygenate. Another membrane was obtained and had the same problem. A third device was used and functioned appropriately. There is no known harm to the patient. The devices were saved and are being sent back to the manufacturer.